Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was not impacted, as the customer had not began to use the pump for insulin therapy. Reportedly, the customer had insulin pens available as alternate insulin therapy.